Event description:
On (B)(6) 2025, a patient underwent a routine port implantation surgery under local anesthesia for postoperative chemotherapy in a patient with right breast cancer. The infusion port was placed via the right internal jugular vein, located two transverse finger bread ths below the right clavicle. While flushing the port kit accessories during preoperative inspection, it was reported that the tip of the detachable sheath has allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a routine port implantation surgery using the MRI powerport isp under local anesthesia for postoperative chemotherapy in a patient with right breast cancer. The infusion port was placed via the right internal jugular vein, located two transverse finger bread this below the right clavicle. While flushing the port kit accessories during preoperative inspection, it was reported that the tip of the detachable sheath has allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows an introducer sheath with an unsealed tray, tunneler, IFU, syringe, and catheter visible in the background. The second photo also shows an introducer sheath, with the IFU and syringe visible in the background. The tip of the sheath appears broken and the broken piece at the tip is noted to be missing. Therefore, the investigation is confirmed for the reported sheath fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.